Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately tortuous and moderately calcified target lesion was located in the left anterior descending artery. The lesion was pre-dilated with a 2.50 x 10 semi-compliant balloon. A 2.75 x 16 promus elite was deployed fully with no issues at 11 atm. After post-dilation of the stent with a 2.75 x 10 non-complaint balloon, a proximal edge dissection was noticed in the proximal part of the stent. A 3.00 x 16 synergy was deployed proximally, overlapping it and covering the dissection. The procedure was completed successfully and the patient fully recovered.